Event description:
It was reported the patient experienced discomfort( described by the patient as warming) at the ipg site. In addition, the patient experienced difficulty establishing communication between the ipg and external devices. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed postoperative.